Event description:
The facility contacted manufacturer via voice mail. Stated the problem to be a 3 to 4+ central abrasion in the right eye secondary to a new lens insert. Ecp had seen the patient twice with this situation, in 2009 and 3 days later. Facility classifies the abrasion as moderate. Abrasion was across cornea horizontally, about 1/3 of total cornea and about 1/2 the thickness of the epithelium. A moderately deep, large central corneal abrasion. Contact lens has been temporarily discontinued from the next day of the last visit to the physician. Patient currently unwilling to go back into contact lens wear. Patient's current ocular status is healed and comfortable.

Manufacturer narrative:
Eval. Code: nine unopened lenses from the same lot were returned. The actual lenses involved in the incident were not returned. At inspection, no defects were identified. A review of the lot history records for the two unrelated lot numbers was performed and no quality issues were identified. The lots met all final release criteria. No other complaints of any nature have been received for this lot of lenses. Based on the manufacturer's investigation and the information provided by the ecp, no direct causal relationship between the lenses and the incident has been established. No conclusion can be drawn as to whether or not contact lens wear contributed to the condition patient complains of. This is being reported as recurring corneal abrasion of unknown origin with no direct causal relationship established between the incident and the medical device.